Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID and age not provided for reporting. (B)(4). A portion of the device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Additional 510k: preamendment. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that: a programmed intervention for percutaneous treatment of spine spondylolysis installation equipment type cannulated screw was performed under radiographic control. After registration and establishment of a guide rod, screwing was done with difficulty; therefore, the radiologist perceived that there was resistance to the introduction into the bone. Imaging shows a metallic element that is detached from the screw. There were a stop of the proceedings, unscrewing and the observation, because the screw is broken. The fluoroscopy view metallic element seems to correspond to a chip thread. The screw used is an osteosynthesis material for non-spinal trauma. The images and analysis of surgery were shared with a neurosurgeon. The surgeon doesn't wants to intervene for removal of the metallic element. No deficit or neurological disorders are clinically observed. The surgery was not prolonged, the broken off piece was left in the patient, no intervention is planned and surgery was stopped after the ablation with no clinical consequence. In addition, in the file are pictures of the screw that was removed and pictures of imaging of the threaded portion remaining in the bone. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (4.5mm cannulated screw partially threaded/32mm, part number 214.532, lot number 2783699). The subject device was returned with the complaint condition stating that during a percutaneous spinal procedure to treat spondylolysis, the screw thread chipped during insertion and the fragment was retained in the patient. This screw is not approved for use (attachment of fixation) of the cervical, thoracic or lumbar spine. The subject device was not received with its original packaging. The laser marking is legible. The broken tip was not returned as was reportedly retained in the patient. All dimensions relevant for the function for the product were measured and were within specification. As previously reported, the device history record review also shows that the subject device was produced according to specifications. The raw material certificate was checked and it was found that the used raw material fulfilled the specifications. There were no issues that would contribute to the complaint condition. The corresponding surgical technique guide states the following warnings: ¿these devices are not approved for screw attachment or fixation to the posterior elements (pedicles) of the cervical, thoracic or lumbar spine.¿ the indication of the subject device is for fixation of fractures with medium fragments, e.g.: malleolar fractures, pilon tibial fractures, fractures of the calcaneus and talus, tibial plateau fractures, carpal and tarsal arthrodesis. The investigation concludes that the subject device is indeed broken as described in the complaint description. The broken fragment was not returned for evaluation. All dimensions relevant for the function of the subject device were measured and fulfil the specifications. Based on the investigation results and the received information it can be determined that the involved subject screw from the trauma canulated screw systems (css) was used in a spine procedure which is considered as ¿off label use¿. Therefore and because no product related fault was found the exact root cause of this complaint condition could not be determined; however, ¿off label use¿ of the device is considered a contributing factor. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: october 11, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing facility: device broke during insertion; device not considered implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.